Event description:
The customer reported that on (B)(4) 2011 erroneous cardiac troponin (accutni) results were generated on an access 2 immunoassay system for three patients. Actual patient data results were not provided by the customer. This is report one of three and represents the erroneous accutni results generated from one of the patients. The initial accutni result was higher than expected and within the risk stratification range of the assay. Subsequent testing on the same instrument produced a lower result still within the risk stratification range. Collectively, the results were outside of labeled accutni precision claims. The initial result was reported outside of the laboratory, and while there is no report of adverse event or serious injury related to this event, it is unknown whether there was a change to patient management. No patient demographic information or sample collection/handling information was provided by the customer. Instrument accutni quality control (qc) results failed to meet the customer's established limits on the event date. After recalibration of the assay, a repeat qc assessment generated acceptable results. A system check performed on the event date failed to meet instrument specifications.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) determined that the aspirate probe #2 peri-pump tubing was not allowing proper aspiration of the sample. The fse repaired the "occluded" tubing and verified hardware operation by performing a passing system check and a passing high sensitivity system check within instrument specifications. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. A definitive root cause for this event has not been determined to date. Mdrs associated with this event: 2122870-2011-04640, 2122870-2011-04776, 2122870-2011-04777.